Event description:
Additional information received indicated patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05662. It was reported that patient was experiencing ineffective therapy. Multiple attempts of programming were unable to solve the issue. As such, surgical intervention is anticipated to explant the system at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.